Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the ligasure device did not seal causing significant bleeding during a thorascopic resection of pulmonary sequestration requiring conversion. When contacted, the risk management manager stated that their site does not divulge information about their cases or incidents. She stated that they will not be providing any additional information about this case.